Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experienced low and high blood glucose. Blood glucose level at the time of the incident as low blood glucose was 47 mg/dl and as high it raise from 198 mg/dl, 271 mg/dl to 350 mg/dl. Customer was treated with food and drank orange juice in addition to eating food. Customer reported inaccurate sensor readings that triggered a threshold suspend. The customer¿s blood glucose was 47 mg/dl and sensor glucose was 90 mg/dl at the time of the event, the difference is outside the acceptable range. Customer had received calibration error alarm on sensor. Customer stated the a low and high blood glucose event was related to the sensor glucose vs blood glucose event. Customer has been using the insulin pump system within 48 hours of reported low and high blood glucose event. The insulin pump and sensor will not be returned for analysis.